Event description:
Clinical adverse event received for left leg hematoma. Event is not serious and is considered moderate. Event is definitely not related to device and definitely related to procedure. (Left knee) treatment: none original implant date on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).